Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml exactamix eva tpn bag had a hole at the base of the middle port. It caused a leak of an unspecified solution. This occurred prior to patient use. There was no patient involvement. No additional information is available.